Manufacturer narrative:
This device was manufactured in june 2009, more than one year prior to the reported event. The pt has refused the manufacturer's request to return the device for evaluation. A review of the complaint database indicated there have been no previous reports of prolonged visual disturbances caused by the device. A follow-up report will be filed when the investigation is complete.

Event description:
The pt recounted awaking in (B)(6) 2010 to a strong epoxy odor, choking, feeling confused and experiencing visual problems (spots of color and lines). He estimated he had been exposed to the odor emitted from his continous positive airway pressure device (CPAP) for three hours. He stated his visual problems continue, although no medical intervention has been pursued. The pt reported there was no external evidence of thermal damage to the device and refuses to return it.